Event description:
New information received indicates additional noise oversensing occurred that led to inappropriate automatic mode switch episodes. The lead was capped and replaced on (B)(6) 2024. There were no patient consequences.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right atrial lead exhibited noise that was oversensed by the device. Multiple episodes of automatic mode switch were also noted. The noise was reproducible in clinic. Programming changes were made. The patient was in stable condition.